Manufacturer narrative:
No further information is available on the repair of the bed at this time. The account does not want the bed to be repaired as they are going to have a new bed delivered. Per the hill-rom service manual the centra bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the bed hi-low function self ran. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).